Manufacturer narrative:
Additional information concerning the model/serial of the affected rv lead is currently being sought from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown gore right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. The patient was hospitalized, and a defibrillation threshold test was performed successfully, and afterwards the shock impedance values were reported to be 99 ohms. Troubleshooting options were provided to the field and all evidence indicates the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The model/serial information of the rv lead was provided from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. The patient was hospitalized, and a defibrillation threshold test was performed successfully, and afterwards the shock impedance values were reported to be 99 ohms. Troubleshooting options were provided to the field and all evidence indicates the rv lead remains in service. No additional adverse patient effects were reported.